Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet pump, resulting in a fractured touchscreen that was unreadable and could not be unlocked or interacted with. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s representative and analysis of the information provided. Investigation of this case revealed a stress-related fracture of the touchscreen component consistent with physical damage from dropping the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.